Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 307 mg/dl. Customer has treated with manual injections. The blood glucose reading at the time of the event was over 500 mg/dl. Customer experienced leg and chest pain. Customer stated that the insulin pump shut off. Customer had a blood clot in her leg. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.